Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. The system was then tested and met all product specifications. The system was manufactured on march 18, 2011. Based on qa assessment, the product met specifications at the time of release. The fluidics module was received and a visual assessment of the returned sample revealed dust on the faceplate. Otherwise, there were no other visual nonconformities. A mechanical and motor inspection of the returned fluidics module was successfully completed. The returned fluidics module was then installed into a calibrated system and powered on. A cassette was inserted and primed multiple times with no abnormal conditions or system messages observed. The fluidics module was then tested per manufacturing test procedure (mtp) and passed. Additional testing was performed and the fluidics module passed all testing. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that a system presented with low aspiration during a procedure. The procedure was completed. There was no patient harm.